Manufacturer narrative:
The lot number has been provided and the investigation is currently underway.

Event description:
It was reported that prior to opening the package, it was noted that the plastic tray was cracked and the sterility was compromised. The device was not used on the patient.